Event description:
It was reported that t:slim x2 pump battery did not charge even though caller used working wall outlet, tandem charging cable, tandem wall adapter, and alternate charging components, and charging connection was not recognized despite remaining connected for extended time, although pump did not shut down and remained able to power on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it with a prepaid label, and technical support arranged shipment of replacement pump and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.